Event description:
71 yo 73kg f presented to drah infusion clinic on (B)(6) 2022 for her c2 folfox regimen, including a 46h fluorouracil infusion. The infusion was prepared by pharmacy in the normal fashion and dispensed to the clinic , who hooked it up to the patient and later discharged her. On (B)(6) 2022 she presented to the clinic for her normal "takedown" appt for the infusion. She indicated there had a been a small wet area inside the infusion pouch that morning with white residue on it. No harm occurred. The pump has been sequestered and an ongoing investigation is occurring involving the manufacturer, oncology pharmacy leadership and nursing leadership.